Manufacturer narrative:
(B)(4).

Event description:
Procedure type: roux en y gastric bypass. According to the reporter: the stapler was stuck on the tissue during stapling of the jejuno-jejunostomy. The anastomosis had to be cut out. A small bowel resection had to be performed.